Event description:
Baxter global technical services (gts) associate (tsa) left a voice message for corporate product surveillance (cps) to relay report received on the same day from a home nurse (hn) for one (1) flo-gard 6201 pump that "was working in reverse." Tsa relayed that per the hn, the (unspecified) IV tubing appeared to be properly loaded in the pump. Tsa continued that the IV set backed up with the (unknown) home patient's (hp) blood to half-way inside of the drip chamber. Per tsa, the hn stated the IV tubing "was manipulated somewhat and some sort of a clamp was manipulated and then it appeared that the device was working properly at that point." Per tsa, the hn stated that no harm is noted to the patient and that no other intervention was needed. Tsa stated that he instructed the hn to remove the pump from service; contact the pharmacy and request a replacement device.

Manufacturer narrative:
(B)(4). The device is not available for evaluation, therefore the reported condition could not be confirmed or duplicated and an assignable cause could not be determined. Should additional information become available a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number.